Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose level was 235 mg/dl. After changing the infusion tubing and site, another occlusion alarm occurred. The customer changed the cartridge and insulin delivery was resumed.